Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in device manufacture date is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery issue with a replacement adc device. The customer had initially reported the sensor detached prematurely and a replacement device was ordered. The customer called back to report that the replacement was not received and the customer was unable to monitor their blood glucose. Consequently, the customer became hypoglycemic and experienced a loss of consciousness. The paramedics were called and the customer was transported to a hospital where the customer was provided unspecified medical treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported a delivery issue with a replacement adc device. The customer had initially reported the sensor detached prematurely and a replacement device was ordered. The customer called back to report that the replacement was not received and the customer was unable to monitor their blood glucose. Consequently, the customer became hypoglycemic and experienced a loss of consciousness. The paramedics were called and the customer was transported to a hospital where the customer was provided unspecified medical treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.